Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Inspected 3 random sealed reservoirs performed pre fill all reservoirs per specification. Reservoirs passed per inspection no air bubbles anomaly was found during analysis. Checked o rings for defects and none was found.

Event description:
Customer reported having air bubbles throughout the tubing of her insulin pump. The customer's blood glucose was 500 mg/dl. The customer stated she had treated with the insulin pump but her blood glucose did not come down. She also stated insulin was not flowing well with her infusion set. She also reported the air bubbles in her tubing varied in size. The customer was advised to return her insulin set and reservoir for analysis. No additional information provided.